Manufacturer narrative:
The customer¿s report of dopamine infusing at the wrong concentration and rate was confirmed. The pcu event log shows that at 9:03 pm on (B)(6) 2018 the pump module received a remote IV request for dopamine 40mg/100ml. The user changed the vtbi to 70ml and started the infusion with the rate at 28.2ml/hr. The dose was titrated multiple times resulting in varying rates until 10:57 pm when the primary infusion completed and the device transitioned to kvo. At 11:00 pm, another remote IV request for dopamine 40mg/100ml was received. The user changed the vtbi to 70ml and started the infusion with the rate at 56.4ml/hr. The dose was again titrated multiple times throughout the infusion. At 2:35 am on (B)(6) 2018, a remote IV request was received for dopamine 400mg/250ml, however the message was invalid and the concentration was not changed on the pump module. The infusion continued at the original concentration. The dose continued to be titrated until 8:00 am when the user channeled the device off. The user then selected the device and programmed dopamine 400mg/250ml manually through guardrails and started the infusion. The volume recorded as being infused during this period was 464.479ml. Further investigation of the invalid message is unable to be performed since hl7 logs are only available between 3 to 7 days following an event occurrence. The cause of the dopamine infusing at the wrong concentration and rate was identified as an invalid remote IV request message and the user's failure to verify the correct parameters and revise as needed. No devices received, log review only.

Event description:
The customer reported that on (B)(6) 2018 at 2100, dopamine 40 mg/100 ml d5w (400 mcg/ml) was infusing between 9 ¿ 12 mcg/kg/min (50.8 ¿ 67.7 ml/hr). On (B)(6) 2018 at 0208, a new order was received for an increased concentration of dopamine 400 mg/250 ml d5w (1600 mcg/ml) and was entered into epic. Shortly after starting the dopamine 1600 mcg/ml infusion, at a dose of 12 mcg/kg/min, the rate was found at 67.7 ml when it should have been 16.9 ml. It was determined that the remote programming of the pc unit for the increased concentration did not occur. The pump module was powered off and then powered on. The dopamine infusion parameters were entered manually into the pc unit, the infusion was started and ran as intended. There was no report of patient harm.